Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an abdominal bacterial infection. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route, duration and frequency were not reported) for the event. Dianeal therapy was ongoing during treatment; however, at the time of this report, pd therapy was withdrawn. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide additional information.